Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited lead noise and lead fracture. The lead was capped on (B)(6) 2018 and replaced. The patient was reported to be in stable condition during and post procedure.